Event description:
It was reported that the customer had high blood glucose levels of 50 mg/dl. The customer treated with juice and a protein bar. The father of the customer reported a button error alarm from the insulin pump. The father of the customer reported that the insulin pump might have been exposed to water. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the insulin pump. The insulin pump was unable to perform rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to no button response. The insulin pump was received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corner.